Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when priming the IV tubing with a one link extension set attached, the fluid would not run when the ¿round cap¿ was on but would after the cap was taken off. The issue was found before patient use. There was no patient involvement. No additional information was available.